Event description:
Gyrus hlo pks handpiece not coagulating consistently. Opened another handpiece and took original off field.what was the original intended procedure?coagulation/hemostasis.device #1is this a laboratory device or laboratory test?no.